Event description:
The complainant reported that after performing an ercp on a patient using an ercp cannula, the guidewire was inserted into the patient's common bile duct (cbd) through the cannula. The cannula was then removed and the dilatation balloon was advanced along the guidewire. The balloon was inflated to 6 atm's at the lesion and was then deflated immediately. The physician asipirated the contrast medium in the balloon and attempted to remove the balloon from the patient. Restriction was encountered; however, the doctor kept pulling the catheter. He continued pulling the catheter to approximately 10 cm, but the catheter then broke, leaving the separated portion in the patient's cbd. The physician reported that the separated portion of the device was successfully retracted with forceps. Another device was then obtained and the patient procedure was then successfully completed. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.